Manufacturer narrative:
Upon disassembly for visual inspection, it was found that the driveshaft bearing was damaged.

Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device.

Event description:
It was reported that the core impaction drill was being tested at the user facility when testing was aborted due to the handpiece wobbling and shaking. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the core impaction drill was being tested at the user facility when testing was aborted due to the handpiece wobbling and shaking. There was no patient involvement, and there were no user injuries or adverse consequences.